Event description:
It was reported that an ilet user received an on-pump alert that the insulin infusion set was expired while away from home, had no spare set available, and observed a blood glucose of 211 mg/dl; the user opted to keep the pump connected until returning home and later reported glucose returned to normal, with no leakage or moisture noted at the site, tubing, or pump, and only snacks consumed along with water intake; the event was categorized as a usage issue related to an improper or incorrect method involving the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.